Manufacturer narrative:
The reported event was confirmed; a needle was used to remove debris from the atrial set screw inset and subsequently the set screw was able to be loosened. Analysis revealed that the substance (debris) removed with the needle was calcified blood that was filling the inset of the atrial set screw. The calcified blood was preventing the wrench from engaging the set screw inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. With the calcified blood removed the physician then could engage the set screw and untighten it. The stuck lead could then be removed from the atrial connector. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.

Event description:
During attempted implant, foreign material was observed in the right atrial port in the header of the device. The set screw could not be loosened. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.